Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no button error alarm, all buttons functioned properly and no damage on the keypad traces. The insulin pump had a slight odor of insulin in the reservoir compartment. However, there was no moisture damage on the motor slide, motor assembly and electronic assembly. The insulin pump had a small crack on the battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 490 mg/dl. Customer treated their high blood glucose. Troubleshooting for the button error alarm was performed. Customer stated the button error alarm occurred while they lay down. Customer advised they smelled insulin coming from the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.